Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2014 with the following results:a visual inspection of the pump confirmed that the keypad cover was intact with no damage. During testing, all keypad buttons responded appropriately. The keypad cover was opened and no contamination was found. Unrelated to the complaint, the pump failed an in house leak test. A battery compartment crack was found and moisture ingress was visible in the compartment and the battery cap. The pump cover was opened and internal moisture was found in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that there was a response issue with the up arrow, down arrow, and ok keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.